Manufacturer narrative:
It was reported to abbott, a patient had high impedance on three contacts. Initially no intervention was planned at the time as the patient was still receiving therapy. However, the patient underwent a revision where the lead was replaced so that the patient could have an MRI. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124415. Date of event is estimated.

Event description:
It was reported that the patient had high impedances on one lead. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.